Event description:
On (B)(6) 2010, covidien was informed of a customer who had an issue with a heparin prefilled syringe. As reported to covidien by another MFR, the attorney alleges that the pt experienced a severe bladder infection on an unreported date, and the pt began treatment with antibiotic therapy intravenously. Heparin sodium injection therapy was used to flush the intravenous line. In (B)(6) 2007, the pt experienced nausea, heartburn, every organ was described as being on fire, and a drop in blood pressure. The pt indicated she did not go to the dr or hospital. The pt also experienced leg spasms, a knot formed in the leg, and the leg turned black and blue. Treatment and outcome were not reported. Covidien heparin sodium therapy (lot number 881-59-123) was referenced in this report. (This lot number referenced in this report is not a valid covidien lot.)

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded. This event had been previously reported to the FDA by and for another MFR's product. Report# (B)(4).